Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: the proximal clevis is dislodged and caused damage to the main tube. There is a possibility for the main tube to break and generate fragments due to this damage. From the picture, it does look like a fragment of the main tube did detach.

Event description:
It was reported that during da vinci-assisted surgical procedure, the prograsp forceps broke. Site removed the instrument and proceeded with the surgery. The procedure was completed with no reported injury.